Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported shaft break and stretched shaft was confirmed. The reported deflation issue and difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. The reported device damaged by another device (caused damage) could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect of hypotension, as listed in the nc trek rx, instructions for use, is a known adverse event associated with the use of the device in the coronary arteries. The investigation determined the reported difficulty removing the device from the guiding catheter, the shaft break, stretched shaft, device damaged by another device (caused damage), hypotension, additional treatment, treatment with medication and hospitalization appear to be related to operational context. The investigation determined the reported deflation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the following information was received: the patient required an additional arterial puncture and additional stent deployment as well as o2, pain medications and a prolonged hospital stay. No additional information was provided.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. When attempting to remove the bdc and guide catheter from aorta, it was observed that the distal portion of bdc shaft appeared to be elongating. An unspecified 2.0 mm bdc was advanced to the proximal portion of the nc trek rx bdc, inflated to secure the bdc within the guide catheter and they were removed from the anatomy as a unit. Upon removal from the anatomy, an inspection of the nc trek rx bdc noted that the shaft was elongated and fractured at the distal attachment with the hypotube, but did not separate into two pieces. The physician speculated that this damage may have allowed the balloon to deflate enough to be removed. The patient was transferred to the critical care unit post procedure. No additional information provided. Concomitant products: guide wire: asahi prowater, stent: 4.0x22mm resolute integrity. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) coronary artery. A 4.50 x 15 mm nc trek rx balloon dilatation catheter (bdc) was selected for post-dilatation of a non-abbott stent. The bdc was inflated to 16 atmospheres (atm), but did not fully deflate. The balloon was re-inflated to 16 atm, still would not fully deflate and could not be pulled back into the 6fr guide catheter. The bdc was advanced slightly, re-inflated to 14 atm and would not deflate at all despite changing to the new inflation device. As the inflated balloon was blocking the left main coronary artery (lcma), the patient began to become hemodynamically unstable. A stiff wire was advanced to the balloon in unsuccessful attempts to pierce the balloon to deflate it. During these attempts, they could pull the bdc and guide catheter back into the aorta enough to re-establish flow in lcma and the patient stabilized. Optical coherence tomography (oct) was performed which showed that some stent struts were irregular due to the resistance with the balloon during the removal attempts. The stent was post-dilated with an unspecified bdc. Imaging showed that the stent had some proximal displacement; therefore, a 4.0 x 33 mm xience stent was implanted in the proximal lad to the ostial left main coronary artery with excellent results.